Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. The physician saw this patient, and everything checked out fine. The physician is aware of this measurement and has no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the data in the daily lead impedance measurements for the last 52 week period confirm all lead impedance measurements were consistent and normal. No lower than normal lead impedance measurements were noted. A visual inspection of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
This device was explanted for a performance issue noted in report 2124215-2016-12796 and returned for analysis.